Manufacturer narrative:
(B)(4).

Event description:
It was reported that upon the patient's pre-hospital discharge check, it was found the atrial lead had dislodged and dropped across he valve into the right ventricle. Chest x-ray confirmed lead dislodgement. The lead was repositioned and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
(B)(6).